Manufacturer narrative:
Isi received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was placed on an in-house system and failed the energy delivery test. The energy did not deliver, a continuous beep occurred during the pedal activation with very little visible energy. The housing was removed and some wires from the conductor wire were sticking out of the connection to the pin. Additionally, visual inspection found damage to the conductor wire. No thermal damage was found. The electrical continuity test passed. The bipolar yaw pulley was found with an indentation near the conductor wire insulation damage. No material was found to be missing. The root cause of insulation damage is attributed to a component failure and related to manufacturing. An additional finding, unrelated to the reported issue, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.097 0.233 in length and were not aligned with the tube axis. The root cause of scratch marks is typically attributed to user mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2021 on system sl0059. The instrument had 3 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon was unable to operate the maryland bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2021 and obtained the following additional information: the patient was born (B)(6) and male. The procedure was a left nephrectomy performed by dr. Boukaram. There was no harm or injury to the patient. The instrument was changed during the procedure.